Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the loaner device's failed (pads) on a patient. There was no reported adverse patient impact.